Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the paramedics were called to assist customer at home due diabetes related issue. Caller stated that the customer's insulin pump needed to be replaced. Nothing further was reported.